Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the arm and began feeling unwell, prompting her brother to seek medical attention. Blood glucose levels were reported to read ¿high¿ in the omnipod system, indicating levels above 400 mg/dl. No specific blood glucose values were provided. The patient was transported to the hospital by ambulance and was subsequently admitted. According to the report, medical staff believed that the issue had occurred due to the pod not delivering insulin. The patient was unsure regarding the medical diagnosis received at the hospital but reported being treated with insulin infusion and fluids. The patient further reported slight redness and swelling at the infusion sight upon pod removal. At the time of reporting, the patient had been hospitalized for approximately four days and reported an anticipated discharge date of (B)(6) 2026. The pod involved was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by hospital staff. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.